Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy, while removing the prostate, monopolar curved shears 1 (mcs1, sn: (B)(6)) broke after approximately 4 hours of use. The surgeon was not able to take control of the console and the bedside was not able to double-click to remove mcs1. Mcs1 was removed along with the trocar and replaced with monopolar curved shears 2 (mcs2, sn: (B)(6). After 44 minutes of use, mcs2 triggered an "instrument expired" alarm and a "instrument broken" alarm directly after. The surgeon was unable to take control and the bedside could not double-click, so mcs2 was removed along with the trocar. Mcs2 was evaluated and confirmed to not be broken, so it was reattached and inserted to complete the procedure. There was delay of approximately 3 minutes. There was no patient injury.